Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead impedances were "all over the board" and that there had been an alert for out of range impedance. It was also noted that there was no capture and oversensing seen. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.